Manufacturer narrative:
The device history record (DHR) of the last three shipments of a distal femur plate (21301-9) and d=4.5mm cortical screws that were shipped to i.t.s. USA were inspected and showed no deviations. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. Dr. (B)(6): the plate broke due to lack of medical support. Second surgery was 6 months later. The surgeon waited too long to act. Better treatment would be a medial or ventral positioned plate and additional cancellous bone graft in the affected area.

Event description:
It was reported that a distal femur plate, 9-hole was determined to be bent postoperatively and 4 proximal cortical screws broke. Original implant date (B)(6) 2014. A revision surgery was performed on (B)(6) 2015. This report is 5 of 5.